Manufacturer narrative:
(B)(4) - no injury alleged. Malfunction alleged. No canadian prf to be filed. MDR to be filed. There is a loud bang noise when it cycles. Upon evaluation, no alarm. The device in question has been returned and evaluated for failure confirmation as of 07/17/2015. That evaluation uncovered that the alarm on the device was not functional, which had not previously been alleged the original complaint. The underlying cause of this new malfunction was determined to be a defective/broken power switch. (B)(4).

Event description:
There is a loud bang noise when it cycles. Upon evaluation, no alarm.